Event description:
It was reported high out of range shock and pacing impedances on this right ventricular (rv) lead. During post radiation interrogation, out of range shock and pacing impedances, high thresholds, and noise oversensing were noted on the rv lead. The noise was reproduced during pocket manipulation maneuvers. The patient has been hospitalized pending system revision. This rv remains in-service at this time, and this investigation will be updated when further information becomes available. No additional adverse patient effects were reported. Additional information was received. This rv lead capped and abandoned, and a new rv lead was successfully placed. No additional adverse patient effects were reported.